Event description:
Medtronic (covidien) received report that a patient experienced worsening diplopia and a new symptom of present on straight gaze one day after pipeline flex with shield implantation. The patient was treated for a recurrence of coiled aneurysm that was previously ruptured 10 years prior to the pipeline procedure. The aneurysm was located in c7 communicating segment of the left internal carotid artery bifurcation to the mca. There was no difficulties noted during the procedure. The device was resheathed more than twice to improve distal braid opening and improve wall apposition. The device was deployed and dragged 5-15 mm to the landing zone successfully and achieved wall apposition. Post deployment indicated complete obliteration. MRI was performed one day post procedure because the patient experienced worsening diplopia. It was noted that there are clinically silent dwi positive foci in the vascular territory where the stent was delivered and is a possible equipment related artefact again in the middle cerebral artery territory.

Manufacturer narrative:
This device is not approved in the us. Based on the reported information there was no evidence of a device deficiency. There was no allegation of a device malfunction. The device was deployed within the landing zone successfully. Suspect medical device brand name = pipeline flex w/shield technology ped2-500-16. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). The device involved in this event will not be returned as it was implanted in the patient. The lot history record of the reported lot number was reviewed and no discrepancies that might have caused the reported event were noted. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause is unknown. (B)(4).